Manufacturer narrative:
A field service engineer (fse) was dispatched onsite and evaluated the unicel dxc 600 pro chemistry analyzer. The fse inspected the instrument and found multiple issues with the instrument. The fse found the t-valve leaking, worn injection cup quad ring, and sodium (na) calibration failing back-to-back due to na sample reference values on level 1 out of range due to defective carbon bridge. The fse determined multiple parts malfunctioned. The fse replaced the t-valve, ise (ion selective electrode) injection cup quad ring worn, and defective carbon bridge to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunctioned. No further issues noted after part replacement. Section a4, and a5: information not provided by customer. The beckman coulter identifier is case-2024-02644007-1.

Event description:
The customer reported obtaining false low sodium (na) patient results for eight (8) to twelve (12) samples involving the unicel dxc 600 pro clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer provided two (2) patient examples of false results.